Event description:
At 1100, IV of d5 1/4 ns started with good blood return and running at 50 cc per hr on pt age 9 1/2 months. At 1400, on routine site check, IV was noted to be grossly infiltrated with pt's leg being taut and blanched from knee to toes (insertion site was in foot). Occlusion alarm was not triggered at all during this time frame and IV continued pumping though infiltrated. Problem: occlusion alarm inoperative or not alarming at correct level.